Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The measurable dimensions of the drill bits were as far as possible regarding material analysis, strength and structural stability. The values are in compliance with ao/asif specifications and with the international standard. The fracture face of the drill bit is homogenous which indicates material conformity. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence. We can only assume that an undue metallic contact or too much lateral stress caused the breakage.

Event description:
Drill bit broken. This is 1 of 1 report for event # (B)(4).